Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio reflect meter was displaying an unknown error message. The patient was unable to recall which error message the meter was displaying. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear 2 weeks prior to contacting lfs. The patient confirmed they were unable to test their blood glucose due to the alleged issue; the error message was appearing whenever they performed a test. The patient informed the cca that they manage their type 2 diabetes with oral medication (metformin, twice daily) and denied taking any action regarding their usual diabetes management regimen due to the alleged meter issue. The patient reported developing symptoms of ¿diabetic eyeball, lightheaded and passed out¿ on (B)(6) 2022 at 7:00 pm. The patient claimed they were treated by their daughter with a cup of sweet tea. The patient claimed their blood glucose was measured with their daughter¿s meter (unspecified brand) prior to treatment and a reading of ¿3.2 mmol/l¿ was obtained. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the test strips had been stored correct and the correct testing process was being followed. The cca noted the patient no longer had the test strips available to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter powered on and a glucose result was generated as designed. It was noted that the last error recorded was an error 2 generated on march 27, 2022. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.